Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the internal magnet. This report is filed on may 22, 2019.

Manufacturer narrative:
This report is submitted on april 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent magnet dislodgement. Surgery to reposition the magnet has been scheduled; however, this has not occurred as of the date of this report.